Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 340 dr-t competitor implantable cardioverter defibrillator  (B)(6) 2013. (B)(4).

Event description:
It was reported that right ventricular lead had noise. Additionally, the right atrial lead had noise and showed insulation damage that occurred and was repaired during a previous procedure. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo.